Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 853 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the cannula was bent, preventing insulin delivery. The patient noticed the adhesive was wet and leaking. Symptoms reported include extreme thirst, frequent urination, pain in abdomen, legs felt like jello, and chest heaviness. The patient was treated with insulin drip, fluids, pain and anxiety medication, and a scope to look for celiac disease. The patient was discharged five days later on (B)(6) 2026. The pod was removed at the hospital.